Manufacturer narrative:
On 7/5/2019, mentor became aware that the replacement devices used are: right side: catalog number: 3503504bc; lot number: 7701956; serial number: (B)(4). Left side: catalog number: 3503504bc; lot number: 7701956; serial number: (B)(4). This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; baker grade IV postoperatively. As a result, the devices were explanted, and replaced with unknown mentor gel implants on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 5/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/3/2019, the mentor failure analysis lab received the device for evaluation. On 6/19/2019, device evaluation was completed: device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. Manufacturer¿s reference number: (B)(4).